Event description:
Following a total knee procedure, catheter broke during removal. An add'l procedure was done to remove the catheter.

Manufacturer narrative:
Device was not returned for eval. Dr reported that he had sutured the catheter in place. The stryker instructions for use include a warning stating "do not anchor the catheter with sutures as this may result in difficulties during removal that can cause the catheter to break within the treatment site."